Manufacturer narrative:
Additional information: the device was received for evaluation. During functional testing, an failed downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The reported problem 'failed downstream occlusion' could not be confirmed during evaluation. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion three times, when set to medium, when the attached pressure gauge displayed 20.02psi (pounds per square inch), 20.20psi, and 20.17psi. The device did alarm, but not at the correct pressure. The pressure readings were 20.02psi, 20.20psi, and 20.17psi. They were not between 7psi-19psi. This occurred during routine testing at a biomedical shop. There was no patient involvement. No additional information is available.